Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had error alarm. The customer's blood glucose level was 121 mg/dl. It also reported that the customer was able to rewind the insulin pump. The customer was reported that insulin pump failed the displacement test. The customer will return insulin pump for analysis.